Event description:
It was reported that during a da vinci-assisted prostatectomy - radical extraperitoneal w/ lymphadenectomy surgical procedure, the endoscope lenses would not rotate. The customer stated that the instruments were moving opposite of what the physician movements were when the instruments were moved. The customer swapped out endoscopes and the issue remained. The reported issue was resolved after a power cycling the system. The technical support engineer (tse) reviewed the system logs and found no errors related to the reported issue. The procedure was completed as planned with no report of patient injury. The da vinci x/xi endoscope is intended to provide stereoscopic visualization of tissue and instruments when performing procedures with the da vinci system.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope involved with this complaint. However; the evaluation is not completed yet. Therefore; the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. A review of the instrument log for the endoscope (470057-08/ 10030290) associated with this event has been performed. Per logs, the endoscope was last used on (B)(6) 2022 on system (B)(4). The endoscope had 1956 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). A review of the site's complaint history does not show any additional complaints related to this product. No image or video of the last procedure was provided for review. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30 degree endoscope plus associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue. The scope adapter and bearing were found damaged and/or had a friction issue. The root cause was found to be related to mishandling/misuse. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed the system was working properly upon power up and there were no errors noted. There has no report of patient injury nor has the patient returned to the hospital due to post-operative complications. Information regarding patient demographics, relevant testing, and medical history was requested, and the customer provided the following: the patient was a not hispanic/latino 69 year old male, weighing 83.9kg, and had a history of asthma and bph.

Event description:
Refer to h10/h11 for follow-up information.